Event description:
On (B)(6) 2022, patient had shoulder surgery for a shoulder slap tear. On (B)(6) complaint of pain in an anterior aspect, on x-ray there was an incidental finding of a broken inserter tip still in the shoulder not near area of pain. On (B)(6) 2022 removal of 1.5 mm broken piece of instrumentation was removed. The piece was not noted broken during original surgery on (B)(6) 2022. FDA safety report ID# (B)(4).